Event description:
The customer reported that the quick serter was not functioning properly. The customer stated that the quick serter only disengages on one side, and it does not insert properly. The customer had to push the rest of the quick serter manually and ended up in the hospital. The cannula was bent, and she did not get insulin. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed. Mfg report 2 of 2, medwatch report # 2032227-2012-05605, mfg report 1 of 2, medwatch report # 3004209178-2012-86834.